Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva expert system. Reference medwatch with (B)(6) for the aviva nano system.

Event description:
Reporter stated that patient received the following results, with two different meters, within 3 minutes: 9.0 mmol/l and 13.0 mmol/l (aviva expert) and 3.4 mmol/l (aviva nano) the customer was having hypoglycemic symptoms of "ill" and "very unwell" at the time of these results. The customer's father treated him with an unspecified number of glycotabs. The customer recovered and is currently feeling fine. The manufacturer requested return of suspect product for evaluation.